Manufacturer narrative:
Continued e.1 phone number: (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported right side "there are variable degrees of collapse of the implant shell to the silicone gel, in the form of hypointense lines, in relation to the linguini sign, a finding compatible with bilateral intracapsular rupture" and "the presence of a scarce amount of periprosthetic fluid is evidenced. Device remains implanted.